Manufacturer narrative:
Device remains implanted. If the device or additional information becomes available it will be reported on a supplemental report. (B)(4): device remains implanted.

Event description:
The surgeon started to remove the screw after it was implant. The screwdriver would not turn the screw. Initially, it was reported that the screw head stripped. A screw removal instrument was then used to attempt to remove the screw. While using this instrument, the screw head broke off. At that time, the doctor decided to leave the screw implanted. The doctor then viewed the broken screw using fluoroscopy. After seeing the x- ray, he stated that the screw failed in 3 places.